Event description:
It was reported that during device upgrade, when the chronic lead was connected to the new device, noise on right ventricular channel was observed. Prior to implant, all lead measurements tested normal and no noise was noted with the old device. The device was not implanted.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. The device was tested on the bench and noise was observed. The cause of the noise was traced to an anomaly on the hybrid.